Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Survey response for the global modular replacement system had a rating of 1 (not satisfied) for the following: version options for proximal femoral components is acceptable. Length range of total femur connection pieces is acceptable. Additional comment provided: "the distal femoral replacement hinges too far posteriorly. This results in patellar maltracking. Not enough options for lengthening."